Manufacturer narrative:
Consumer reported that while using the product that the neutralizing disc in the lens case was not neutralizing the solution. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ no product was returned for evaluation.

Event description:
Consumer reported that while using the product that the neutralizing disc in the lens case was not neutralizing the solution. There was no adverse event reported, and no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Time in use is unknown.